Event description:
It was reported there was oversensing on the atrial lead. At the time of lead revision, there was undefined impedance noted when the new lead was connected to the ipg. However, the lead tested with appropriate values through the analyzer. The ipg was explanted and replaced, and the new atrial lead performance was normal with the new device. The explanted ipg tested out of specification during manufacturer's analysis. No patient complications have been reported.

Event description:
It was reported at the time of lead revision, there was undefined impedance noted when the new lead was connected to the ipg. The lead tested with appropriate values through the analyzer. The ipg was explanted and replaced. The new atrial lead performance was normal with the new device. The explanted ipg tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed a no output condition. Further analysis determined this was the result of lifted hybrid bond wires.